Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 50mm abdominal aortic aneurysm. It was reported that during the index procedure final imaging showed a suspected type ia endoleak. Two non-mdt cuffs (gore excluder) were implanted inside the endurant iis main body as treatment. Angiography was performed again and showed a high possibility of a type iiib endoleak near the endurant iis main body flow divider. Two additional non-mdt (gore excluder) stent grafts were implanted from the same height on both sides of the location above the flow divider. Two additional non-mdt stent grafts (goreviabahn) were implanted on one side and angiography performed again. There was no endoleak present at the end of the procedure. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.